Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with hi-line craniotome cutter. According to the complaint description it was reported that there was a breakage of the milling cutter head. There is no further information about the failure and patient information available. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
General information: we received a complaint about a gd805r - hi-line craniotome cutter ii regarding an intraoperative issue. Consequences for the patient: patient harm is unknown. Investigation: due to a lack of components, an investigation could not take place. Batch history review: the device history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. There are no further complaints registered against the same lot number (52390111). Conclusion and root cause: the failure is most probably usage related. Rationale: on the basis of the current information and without the product, a clear conclusion can not be drawn. After a review of the DHR, a manufacturing related error can be excluded. Furthermore there is no indication for a material failure. It is possible that an overload situation in combination with wear an tear led to the breakage of the cutter. According to the IFU, the product has to be checked before each usage. Blunt tools shouldn't be used. Furthermore, based on the statistical analysis, there is no indication for a systematic/design related failure. Corrective action: a CAPA is not necessary according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action). The current failure rate is within the risk analysis and therefore acceptable.